Manufacturer narrative:
(B)(6).

Event description:
It was reported that device was difficult to remove. The 100% stenosed target lesion area was located in the moderately tortuous and severely calcified below the knee artery. A guidezilla ii pv long guide extension catheter was selected for use in an evt procedure. During removal, it was noted that resistance was encountered and it was observed that the shaft part was stretched and damaged. Another of the same device was then used to complete the procedure. There were no device parts that remained inside the patient's body. No complications reported.